Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced high blood glucose for three days and levels were not coming down. Subsequently, she went to the emergency room (ER) with blood glucose level over 600 mg/dl with ketones as well and in the ER multiple daily injections were given once ER and then admitted to hospital. Reportedly, she even had myocardial infarction as well. When she left ER, the blood glucose level was coming down (in 300s mg/dl) and in control. Reportedly, the patient had used several infusions set. She was hospitalized for three days and had aneurysm as well but was not from diabetes unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.